Manufacturer narrative:
Patient identifier, age or date of birth, and weight are not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 12.mar.2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blade/screw guide sleeve did not go into the aiming arm correctly during a trochanteric fixation nail-advanced (tfna) insertion on (B)(6) 2017. The surgeon took the sleeve out and changed the aiming arm locking device; however, there was still resistance. There was a 5 to 10 minute surgical delay to change the clip and try the sleeve again. The surgeon was able to continue and successfully completed the surgery and was satisfied with the implant placement. A preliminary review of the returned device revealed the tan on the blade/screw guide sleeve is broken. Concomitant devices reported: 12 mm/130 deg ti cann tfna 400 mm/left-sterile (part 04.037.261s, quantity 1), buttress/compression nut (part 03.037.016, lot 9723721, quantity 1), aiming arm locking device (part 03.037.015, quantity 1). This report is for one (1) blade/screw guide sleeve. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. This complaint is confirmed. The blade guide sleeve does interfere/stick when inserted or removed from the aiming arm. The complaint condition of the blade guide sleeve sticking in the aiming arm was able to be replicated at customer quality (cq). The part #: 03.037.016, lot #: 9723721, quantity 1 was returned as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The failure code of "broken : tip broken : procedural step unknown" was selected for this investigation summary to account for the as received condition of the blade guide sleeve at cq with a 0.5mm portion of the distal tang sheared off. A visual inspection under 5x magnification, functional test, device history record (DHR) review and drawing review were performed as part of this investigation. Aiming arm (part# 03.037.013 130) shows minor wear. No damage that would impair functionality was observed. The blade guide sleeve does interfere/stick when inserted or removed from the aiming arm. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. A portion of the distal tang of blade/screw guide sleeve (part# 03.037.017) has sheared off. The ductile fracture edge is sharp with burrs. The length of the device from proximal edge to distal tang edge was measured at cq and with reference to the length specification per relevant drawing it is determined that the sheared off fragment would be approximately 0.5mm in length. Spiral wear marks exist on the outside of the device which is evidence of interference with mating components. As reported, the blade guide sleeve does interfere/stick when inserted or removed from the aiming arm. Relevant drawings were reviewed during this investigation. Appropriate action was initiated concerning the manufacturing process of the outer diameter of the threads on the guide sleeve which potentially results in oversized threads. At the time the action is currently in the effectiveness monitoring phase. Use as is was initiated to address that the inspection sheet at final inspection after electropolish (which adds material) did not include an inspection of the major thread diameter. The threads of the returned device were inspected along the length of the device at cq and found to exceed the specification. However, due to post manufacturing wear, it cannot be determined what the diameter was at the time of manufacturing although it can be reasonably suggested that the diameter was either the same or larger. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.